Event description:
It was reported during device upgrade the lead caused inappropriate high voltage therapy due to noise. The lead was capped and successfully replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The complaint noise problem was not confirmed. Only the connector end of the lead was received for analysis. Electrical tests of the partial lead did not find discontinuities or internal shorts of conductors. Hi pot test indicated the inner insulation were not breached. The damage found on the lead is consistent with that occurring at explant.